Manufacturer narrative:
Eval summary: the analysis found that devices a, b and e were returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use." Device c was returned with the blade gouged. The device was tested and it was verified that the device was nonfunctional. The device was disassembled and it was found that the blade was cracked at the pinhole under the sheath of the device.

Event description:
It was reported that during the coronary artery bypass graft, the hook activated, but it was not stabilized. Another device was used to complete the case. There were no adverse consequences to the pt.